Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented with syncope. A review of the device showed loss of capture as well as out of range pacing impedance measurements on the right ventricular (rv) and left ventricular (lv) leads. Noise was observed on the rv electrocardiogram with pacing inhibition. The lv pacing configuration was changed and an rv lead revision was scheduled. A new rv lead was implanted though the right subclavian vein due to the occlusion of the left subclavian vein. A new device was also implanted. The rv lead was surgically abandoned and the device will not be returned. No additional adverse patient effects were reported.